Event description:
The pt, who underwent implantation of a 23 mm cardioseal device in 2000 was found - on a transesophageal echocardiogram - to have a thrombus in the left atrium contiguous with the device.